Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during insertion, the black sheath portion of the proglide broke off in the patient anatomy; no resistance had been felt. Cut down surgery was performed to retrieve the separated proglide sheath from the patient anatomy. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.